Event description:
The patient experienced a loss of stimulation in her right leg. The patient was not experiencing any burning or shocking. The patient was feeling stimulation, but not where she wanted. There were some high impedances measured (2000-3000 ohms). There were no short or open circuits. The 2 and 3 electrodes were programmed to get bilateral leg, buttocks, low back, and feet coverage. The patient was happy and reported that all her pain areas were covered. The battery was between 45 percent and 90 percent depleted.